Manufacturer narrative:
(B)(4). Concomitant medical products- part: 00885101032 name:vit e liner, neutral, ii 32 lot:62813463, part:00784803201 name:modular neck g2 12/14 neck taper use with +0 heads only lot:62860671, part#:00877503202, item name: biolox delta head, 12/14, 32 x 0, lot#: 2768223, part: 00875705201 name: continuum shell 52 ii lot: 62831141, unknown biolox head. Reported event was confirmed due to the medical records received. Revision operative notes state that according to the surgeon, the patient likely had ligamentous laxity and pain most likely represented some subtle instability of hip with subluxation and not frank dislocation. Acetabular liner was removed and an elevated lip liner was placed. With the new liner, a new straight neck was placed and was noted to be +4mm longer than the previous neck. The patient was put through range of motion without subluxation. The previous CT did appear to show a fracture of calcar and a cable was placed around proximal femur. No evidence of any corrosion was noted within the femoral body. No complications were noted. Radiograph review noted: no hardware complication can be seen. No fracture (as suggested in the calcar noted on CT) is seen. No periprosthetic lucency is identified (as suggested loosening on the femoral stem). Fit and alignment appear normal. The femoral head is located centrally within the acetabular cup. No abnormal radiolucencies identified. Normal bone mineralization is noted. No contributing factors to calcar fracture can be seen. Device history record (DHR) was unable to be reviewed, as lot number of the device is unknown. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure due to pain. During the revision procedure, it was noted that there was a calcar fracture present. Attempts have been made and no further information is available.